Event description:
It was reported that after about an hour's use, the filter becomes waterlogged, making ventilation impossible. The patient showed obstructive ventilation curves and significant desaturation. Before replacement of the filter the patient received ventolin (asthma spray).

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Manufacturer narrative:
The affected filter of type twinstar hepa plus was requested but was not provided for investigation. Therefore, 6 twinstar hepa plus filter from stock were installed in a patient simulation setup (including humidification) for 24h. None of the filters have shown a significant resistance increase. Accumulation of condensate was clearly visible but did not result in an impairment of ventilation. No device failure found. An increased resistance is detected by the main device via pressure monitoring. An alarm is issued depending on the alarm limits set by the user. The current IFU advises the user to replace the filters once there is condensate visible on the device side of the filter.in the last 12 months one further similar complaint regarding condensation in the twinstar hepa plus filter has been reported from the same customer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that after about an hour's use, the filter becomes waterlogged, making ventilation impossible. The patient showed obstructive ventilation curves and significant desaturation. Before replacement of the filter the patient received ventolin (asthma spray).